Manufacturer narrative:
No device or device photo was returned for investigation. Functional and visual testing could not be performed and no confirmation due to no device returned. Due to this, no root cause was determined. The device history review of the reported lot number found no non-conformities during the manufacturing process.

Event description:
It was reported that during surgery the pressure readings were sometimes available and sometimes not, which was inaccurate and seriously affected the judgment during the surgery. There was patient involvement, but no patient harm/adverse event reported.